Event description:
The customer reported error b30 on screen during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the customer allegation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.